Event description:
Additional information was received. Ten months later, a replacement procedure was performed. This device was removed.

Manufacturer narrative:
According to available information, this pacemaker system remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this device and leads developed a pocket infection. Reportedly, the patient was treated with antibiotic therapy. No further issues were reported.